Event description:
During an in-clinic follow up, episodes of high pacing impedance were noted on the atrial lead. X-ray imaging was performed and revealed the atrial lead had become dislodged. It was suspected that the cause of the dislodgement was due to patient anatomy. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.